Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had numerous short episodes of rv lead noise. The patient also has fallen multiple times. The family wanted the lead replaced as a safety precaution. The patient is not dependent and did not appear to be any inappropriate inhibition of pacing due to lead noise. On (B)(6) 2019, the lead was capped and replaced. The patient was stable before, during, and after the procedure.